Manufacturer narrative:
Continuation of medical devices: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2017, product type extension. Product ID 3888-45, lot# va1hf7j, implanted: (B)(6) 2017, product type lead. Product ID 3888-56 lot# v205391 implanted: (B)(6) 2009 product type lead. Product ID 3888-45 lot# v229123 implanted: (B)(6) 2009 product type lead. Product ID 3888-56 lot# v205391 implanted: (B)(6) 2009 product type lead. Product ID 3888-56 lot# v205391 implanted: (B)(6) 2009 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via manufacturer representative, concerning patient with implantable neurostimulator (ins) for fusion, chronic pain. It was reported that patient¿s back pain had flared up following retirement and doing more physical house work. The patient attempted to turn up her ins system and got ¿settings not available¿ on her programmer. The patient stated it would have been nice to turn it up higher. There were no environmental or external contributing factors. The representative interrogated the system and noted out of regulation (oor) on programs 1 and 2. An impedance check was performed it was noted there were higher impedances on those 2 leads (they were each programmed on their own lead, as it was a sub-q peripheral nerve stimulator (pns)). There was a possible open circuit at contact 6. The representative removed an anode from contact 6 and increased pulse width on both programs. Eventually paresthesia was reached without actually hitting out of regulation (oor) but it was very close. The patient was educated that the message meant that it was the max for those programs. The patient stated she would not try to turn them up higher. Upon interrogating with the patient programmer, settings not available showed up again but the patient said it felt good, so she would leave it there. The issue was resolved. No further complications were reported/anticipated.